Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the photos identified a white particle observed in an open thermoform, therefore it is not considered workmanship. Additionally, no photographs of the implant are sent. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hair/fiber on implant.

Event description:
Healthcare professional reported "fiber which looks like white paper scrap on the implant was observed". The device was not implanted. Surgery was completed with a backup device.

Event description:
Healthcare professional reported "fiber which looks like white paper scrap on the implant was observed". The device was not implanted. Surgery was completed with a backup device.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: the weight the device within specification, wear abrasion and device appearance (a white paper particle is observed outside the open thermoform it is not sent to be analyzed since the particle is outside the thermoform). Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: intact and functional.